Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the surgeon and scrub nurses reported leakage of pneumoperitoneum. The trocar outer gaskets were torn. The procedure was finished by putting a oneseal reducer caps on trocars. There was no consequence to the pt.